Manufacturer narrative:
Additional data: the reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens, -4.5 diopter, serial # (B)(4), and the lens flipped in the eye. The lens was cut in half to remove and there was no patient injury. The backup lens, serial # (B)(4), was implanted with no issues. The reporter stated the cause of the event was unknown. Corrected data: (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
The lens was returned dry in a piece of gauze. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. There was evidence of clear surgical residue and debris. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -4.5 diopter, and the lens flipped in the eye. The lens was cut in half to remove and there was no patient injury. The back up lens was implanted with no issues. The reporter stated the cause of the event was unknown.